Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited 1 beat of noise that appeared to be myopotential oversensing. This patient had many ectopic beats leading to some dots on premature ventricular contraction (pvc) and atrial fibrillation (af) episodes that technical services (ts) noted were likely not af. Additional information was received that this patient underwent a pvc ablation. Post ablation, the amplitude and morphology were smaller. Automatic setup was run again in which this s-ICD selected primary vector. Ts noted secondary vector appeared better. Ts discussed programming options with the field representative. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD exhibited noise in alternate and secondary vectors during an exercise isometrics testing. At rest, this s-ICD captured in all vectors. Automatic setup on the s-ICD was run. Secondary vector passed upright and supine however was not successful in primary supine. This s-ICD remained in secondary for now. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited 1 beat of noise that appeared to be myopotential oversensing. This patient had many ectopic beats leading to some dots on premature ventricular contraction (pvc) and atrial fibrillation (af) episodes that technical services (ts) noted were likely not af. Additional information was received that this patient underwent a pvc ablation. Post ablation, the amplitude and morphology were smaller. Automatic setup was run again in which this s-ICD selected primary vector. Ts noted secondary vector appeared better. Ts discussed programming options with the field representative. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.